Manufacturer narrative:
(B)(4)

Event description:
The customer complained that the elecsys troponin t stat assay (tnt stat) results between their cobas e 411 immunoassay analyzer and their cobas 6000 e 601 module were not matching. The customer provided the data for 1 patient sample that was a reportable malfunction. The cobas e411 tnt stat result was 0.119 ng/ml. The cobas e601 tnt stat result was 0.082 ng/ml. The erroneous result was released outside of the laboratory. The customer deemed the cobas e601 result to be correct. There was no adverse event. The tnt stat reagent lot was 273497 with an expiration date that was requested but not provided. The field engineering specialist found that the measuring cell was contaminated and performed cleaning of the measuring cell. He performed system checks, calibration, and qc testing along with precision and patient correlation testing.

Manufacturer narrative:
The field engineering specialist inspected the sample system, checked the sample and reagent liquid level detection voltage, inspected and checked the reagent probe, inspected the pinch valve tubing, checked the reagent and sample syringe seals, and performed a system volume check. Following the field engineering specialist service visit the customer has not seen any further discrepant results.